Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was missing and damaged. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged broken belt clip, battery cap cracked/damaged, blank display and cosmetic damage located at the back found on (B)(6) 2022. Unable to confirm broken belt clip due to pump received without the original belt clip. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. Device was received with a serial number label missing. Device was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms on (B)(6) 2022 17:59:02.000, (B)(6) 2022 20:05:18.000 and (B)(6) 2022 20:05:42.000. Pump error 53 alarm due to software error (linenumber = 5632 ; filenumber = 2005). Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 08:20:56.000 to (B)(6) 2022 23:56:21.000, (B)(6) 2022 00:09:06.000 to (B)(6) 2022 20:05:42.000, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 09:00:00.000 to 03/09/2022 23:27:00.000, 03/10/2022 11:00:00.000 to (B)(6) 2022 11:38:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6)2022 03:00:00.000 and (B)(6) 2022 03:10:00.000, power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:39:03.000, (B)(6) 2022 08:01:12.000 to (B)(6) 2022 17:59:15.000, replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:31:00.000 and (B)(6) 2022 03:41:00.000, failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6)2022 08:59:22.000 to (B)(6) 2022 23:39:26.000, (B)(6) 2022 00:09:14.000 to (B)(6) 2022 20:05:45.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm was unexpected due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm broken belt clip due to pump received without the original belt clip. Unable to confirm battery cap damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the back of the pump. Blank display was not confirmed. However, critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms. Pump error 53 alarms due to software error. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.